Event description:
A medtronic representative reported that, while in a spine procedure, a percutaneous pin cannula was left in a patient. The surgeon completed the procedure with the use of the navigation system. No further details have been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation found that each user facility has the responsibility for establishing policies and procedures for tracking the instruments and disposables used during surgery, as described in "recommended standard of practice for counts" that was developed by the association of surgical technologists. There is no indication of defects or performance issues with the cannulas during the procedures. The investigation determined that no further evaluation of the cannulas is required.

Event description:
Additional event description provided by the medtronic onsite representative: posterior instrumented fusion was performed. The short percutaneous reference pin was used. After the hardware was in, the surgeon closed the patient and removed the perc pin but failed to remove the cannula. The perc pin incision site was closed with the cannula still in the patient. A couple of days later, the patient complained of pain at the perc pin site and it was found on x-ray that the perc pin cannula was left in the patient. The surgeon then used local anesthetic and removed the perc pin cannula at the patient bedside without needing to go back into the or. The surgeon expressed no concern from the patient's standpoint and said it was a valuable lesson for he and the orthopedic fellows that were in on the case.

Manufacturer narrative:
Patient information was unavailable.device lot number, or serial number, not available at time of this report.device manufacturing date is dependent on lot number/serial number, therefore, unavailable.no parts/files have been returned to manufacturer for evaluation.